Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was g5 mobile application is not working with the apple operating system ten. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.